Event description:
Lasik (laser insitu keratomileusis) eye surgery performed to correct rptr's myopia and astigmatism. Result is severe halos, ghosting, starbursting, eye strain, muscle coordination problems, photosensitivity, severe dry eyes; i.e., permanent eye damage even though rptr can now see 20/20.